Event description:
End user reported that he/she developed small red dots that further developed into blisters beneath entire tape collar site with itching. Improving now with medication. Saw physician about a week after redness was noted. Patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 482 issued (B)(4) 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filling this report shall be filed on a supplemental MDR. It is noted that there are blank areas on this form, the information was not provided or is unknown.